Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The device was not requested to be returned for evaluation as presence of endocarditis had been confirmed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a 25mm 3300tfx pericardial aortic valve was explanted after an implant duration of 9 months due to aortic valve endocarditis and calcification. The explanted valve was replaced with a 25mm 3300tfx pericardial valve. Per records received, the patient was treated outpatient for what was thought to be a clot/mass around the valve, workup revealed positive bc staphylococcus hominis. The patient was admitted and underwent CABG x1 and redo avr for endocarditis. The surgery was complex due to the right lung had grown over the heart and history of severely calcified ascending aorta and arch which required decalcification and debridement. The 25mm 3300tfx valve was completely coated with fronds of endocarditis material and was extremely calcified. After meticulous debridement the valve was replaced with another 25mm 3300tfx aortic valve. Echo revealed a well-seated valve with no pvl. The patient transferred to the ICU in critical condition. The aortic valve cultures from the or grew staphylococcus epidermidis and IV antibiotics were changed. On pod #9, the patient was discharge home in stable condition with home health for continued IV antibiotics. Per the received surgical pathology report, the explanted valve was found with necrosis, acute inflammation, and bacteria consistent with endocarditis. Myxoid degeneration and fibrosis were also observed.